Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen making it harder to see and clock was slow and also state that rewind was slow and louder. The customer¿s blood glucose was unknown at the time of incident. The customer also report the battery life diminished. The insulin pump will not be returned for analysis.